Manufacturer narrative:
Date of event. Date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was getting a hot burning sensation at the implant site and inquired if this was normal. This was not happening all the time and was not happening on the call. They were having a lot of pain in their groin area, and stated when they were sitting, they could feel the vibration of stimulation and sometimes it hurt, so they had to change positions to get it to stop hurting. They noticed this usually at bedtime. They notified their healthcare provider of this pain and their doctor told them they should not be hurting there. The patient denied any recent trauma to the implant site or falls. It was reviewed to try decreasing stimulation or try turning therapy off and follow up with their healthcare provider. They decreased stimulation on the call from 6.3 volts to 5.8 volts and confirmed they were feeling stimulation comfortably on the call. Therapy and a stimulation overview were reviewed. The patient provided the event date as "about a month and a half ago." The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.